Event description:
The stent was advanced down to and across a calcified lesion in the superior mesenteric artery. When the surgeon attempted to pull the stent back into position, the stent started to shift off the balloon. The surgeon tried to deploy it in that position but the balloon was partially outside the stent. The very proximal side of the stent was slightly flared, but the remaining portion of the stent was undeployed. The stent did stay in place. The physician then inserted a balloon down into the stent and deployed the stent but the placement was distal to the main lesion. He inserted a stent proximal with some overlap and then used the balloon to post dilate as well. The end result was a success. No harm came to the patient.

Manufacturer narrative:
On completion of the evaluation a follow up report will be submitted.